Event description:
It was reported that the lead became dislodged. The lead was replaced when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.